Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited coating that was peeled off the insertion section flexible tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. The below stress may have been applied to the insertion section, resulting in the subject event although the cause of it was unable to be specified. - physical stress such as scratching or bumping the insertion section - chemical stress due to implementation of the reprocessing method unrecommended in IFU (reprocessing manual) - stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities olympus will continue to monitor field performance for this device.